Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic after receiving a vibratory notification alert and then the patient receive twenty two inappropriate shocks for atrial fibrillation rapid ventricular response rhythm. Upon device interrogation, high, out of range, high voltage, lead impedance issue and high capture threshold issue was observed on the rv lead. Lead revision was to be scheduled. Device therapy was turned off. Patient elected to not do anything there lead revision has not been performed. No further information available.